Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-13999mf serial/batch number (B)(6) was received for investigation. Functional testing found that the device does not function as required. Visual evaluation found that the device's jaw was bent. The most likely cause for the reported failure can be attributed to user error of the device due to prying/levering the device against hard bone or other instrumentation during use.

Event description:
On 02/06/2023, it was reported by a sales representative via sems that a ar-13999mf fastpass scorpion jaws are not closing all the way. This occurred during a case, with no patient effect reported.